Manufacturer narrative:
(B)(4). It was reported a patient fell leading to periprosthetic humeral fracture. The upper extremities are not used for mobility; therefore, would not cause or contribute to the traumatic fall that led to further injury. As the complaint indicates, the patient sustained an external trauma that caused the complication with no allegations against the device prior to the event. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a shoulder arthroplasty approximately a year ago. The patient underwent a revision about 2 months ago due to periprosthetic humeral fracture. Attempts have been made and there is no further information at this time.